Manufacturer narrative:
(B)(4). Resistance between the guide wire and the previously implanted stent include, but are not limited to, contrast/blood buildup, kinks, bends, handling, or damages to the guide wire or stent. In certain circumstances, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling are required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire. Additionally, it was reported that there was no resistance during removal of the guide wire. The guide wire was not returned, which could have aided in the investigation. To ensure that resistance does not occur as a result of a product quality deficiency, manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A conclusive cause could not be determined for the reported resistance with the stent and there is no indication of a product quality deficiency. A review of the device lot history record and the similar incident query could not be performed because the lot number was not provided.

Event description:
It was reported that during the procedure in the left anterior descending artery (lad), a xience prime stent was successfully deployed. After stent deployment, x-ray revealed a dissection distal to the stent. The vessel was re-wired using a cross it 100 guide wire. An unsuccessful attempt was made to advance a 2.5x18 xience prime stent system for treatment of the dissection. Reportedly, the stent system could not advance through the previously placed stent due to possible interaction with the cross it guide wire with the stent. Reportedly, the physician assumed that the guide wire may have slipped under one of the stent struts no longer allowing advancement of any device. The dissection sealed without any further intervention and the patient is reported as doing well. There was no reported resistance when the guide wire was removed from the anatomy. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information confirms that there was no resistance when the guide wire was removed from the anatomy.